Manufacturer narrative:
The peritonitis occurred on an unspecified date in early (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a leak from a transfer set. It was further reported a crack on the light blue main body of the transfer set was observed. This was specified as "short tube has cracks". The following day, the patient was hospitalized and diagnosed with peritonitis. The cause of the crack was not reported. The patient received treatment with an unspecified anti-inflammatory medication. On an unknown date, the patient was discharged from the hospital. Four days after hospitalization the patient was recovered from the event. Action with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, one photograph of the sample was provided for evaluation. Visual inspection using the naked eye identified a small crack located the base of the main body. The reported condition of crack was verified. Without the actual sample, functional testing could not be performed to confirm the reported leak. Due to the discoloration around the twist clamp and main body notch, it is possible the set was exposed to a foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.